Event description:
It was reported that this right atrial (ra) lead showed significant undersensing. The related device recorded non-sustained ventricular tachycardia episodes, which showed conducted atrial fibrillation. The presenting electrogram shows that the device is operating as programmed and that the lead measurements arc stable. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).